Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump kept reading no delivery. Customer advised he reset everything and switched sites but somehow it was malfunctioning. Insulin did not exit and the insulin pump alarmed no delivery while troubleshooting. The alarm was caused by an infusion set/reservoir occlusion. Customer's blood glucose level was 192 mg/dl. The customer advised of low blood glucose levels but declined troubleshooting. The device was not returned.